Event description:
A nurse reported that during prime on a homechoice device there was a leak that came from the connection between a bag and the cassette. There was no patient involvement.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for the report of a leak was not confirmed. The root cause could not be determined.